Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The left atrial pressure was 13mmhg. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but it did not meet release criteria as it was too proximal. This device was then fully recaptured and removed from the patient. The physician switched to a 30mm watchman laa closure device. This device was deployed and release criteria was met. Compression was noted between 10-13%. The device was released from the core wire. Within 2-3 minutes the device had embolized out of the laa. The device remained in the left atrium for 10 minutes before it migrated to the left ventricle. The cardiovascular surgeon decided to stabilize the patient by placing them on an extracorporeal membrane oxygenation (ECMO) machine for circulatory support in the cath lab. The patient was transferred to surgery where the device was successfully removed and the laa was closed. The patient was stable and has since been discharged.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The left atrial pressure was 13mmhg. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but it did not meet release criteria as it was too proximal. This device was then fully recaptured and removed from the patient. The physician switched to a 30mm watchman laa closure device. This device was deployed and release criteria was met. Compression was noted between 10-13%. The device was released from the core wire. Within 2-3 minutes the device had embolized out of the laa. The device remained in the left atrium for 10 minutes before it migrated to the left ventricle. The cardiovascular surgeon decided to stabilize the patient by placing them on an extracorporeal membrane oxygenation (ECMO) machine for circulatory support in the cath lab. The patient was transferred to surgery where the device was successfully removed and the laa was closed. The patient was stable and has since been discharged. It was further reported that the patient was not discharged from the hospital. Following surgery the patient developed ileus and respiratory failure. The patient then later developed left sided weakness and passed away on (B)(6) 2020. The presumed cause of death is cardiopulmonary arrest.